Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD) due to oversensing on the right ventricular (rv) lead. The lead was explanted and replaced and the device remains in use. No further patient complications have been reported as a result of this event.